Event description:
Initial and follow-up information received by a consumer in 2009 was processed together. This non-serious case was forwarded by our local affiliate. This case involves a female patient who received poly-l-lactic acid therapy in 2009 for aesthetic purposes to the neck, cheeks, and around the eyes. No additional treatment details were provided. Sometime the following month, the patient began noticing what she described as "balls and rocks" around the eyes, which her physician described as granules. She also noticed "bubbles" which were described as "saliences on the skin, as the skin had fattened." On the right eye the reaction was visible and on the left eye it was only noticed when she touched the skin. The next month, the physician applied a corticoid injection around the patient's eyes. He later (date nos) started applying distilled water around the eyes once a week. She has had 9-10 applications. The symptoms abated, but did not completely recover. The patient believes that the reaction occurred due to the unsuccessful esthetic treatment. According to her physician this reaction is common and little problem. A ptc (pharmaceutical technical complaint) was initiated. Additional information received four months later: results were received. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in another country. The review of the device history reports (DHR) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Manufacturer narrative:
(B)(4) this follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. Concomitant medical products: cell-dyn sapphire hemoglobin syringe. List # 8h49-02. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on 30 april 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of 08 may 2007 through 25 june 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on 10 february 2009.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott regarding intermittent hemoglobin syringe "fall to home" errors generated on the cell-dyn sapphire hematology analyzer. The abbott customer technical advocate sent the customer replacement syringes. The customer reported there was no impact to pt management.